Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00381. It was reported the pt's (B)(6) occipital lead (off-label location) has migrated. In addition, the pt alleges a prolonged recharge time for his ipg. Surgical intervention will be undertaken at a later date to address the lead migration issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.